Event description:
The customer reported that they ran a calibration for the ion selective electrode (ise) tests and quality controls were acceptable after this. The customer then ran patient samples and started to see erratic results. The customer questioned a total of five patient samples tested for ise sodium, ise potassium, and ise chloride. Of the five samples, two were found to have erroneous ise potassium and ise chloride results that were reported outside of the laboratory. The first sample initially resulted as 4.82 mmol/ l for ise potassium and 84.1 mmol/l for ise chloride. These initial results were reported outside of the laboratory. The sample was repeated on an integra 400 analyzer and resulted as 3.16 mmol/l for ise potassium and 94.3 mmol/l for ise chloride. The repeat results from the integra 400 analyzer were believed to be correct. The customer wrote a corrected report. The second sample initially resulted as 4.47 mmol/ l for ise potassium and 88.1 mmol/l for ise chloride. These initial results were reported outside of the laboratory. The sample was repeated on an integra 400 analyzer and resulted as 3.69 mmol/l for ise potassium and 102.5 mmol/l for ise chloride. The repeat results from the integra 400 analyzer were believed to be correct. The customer wrote a corrected report. The patients were not adversely affected. The customer was asked, but did not provide the ise potassium or ise chloride electrode lot numbers or expiration dates. The customer noted that they had received several errors including ise noise errors and internal reference errors. The field service representative determined that the sipper tubing was disconnected. He reconnected the tubing. The system was found to be operating within specifications. He performed an ise check and all was good. The customer performed a calibration and ran quality controls; all were good according to the customer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. The most probable root cause was an air leak in the sipper tubing which was solved by the field service representative actions.